Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: difficult to remove, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports, the thumb advancer was retracted proximally, and counter-traction with an assertive pull was used to release the device from the tissue tract. During inspection of the device, it was noticed that the clip had deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.